Event description:
Device complication: dissection, time of complication: during procedure, symptoms: seizures. It was reported that an acculink stent was implanted in the right internal carotid that was 90% occluded. The doctor first pre-dilated with a non-guidant balloon , placed the stent,m and the accunet was removed. The doctor then chose a viatrac to post dilate. Upon post dilation, the patient began to seize. The doctor noticed that the middle cerebral artery was occluded. The doctor used a non-guidant guide wire to re-establish flow to the artery. Flow was established, and the patient was intuibated. The doctor noticed that the patient developed a spiral vessel dissection in the common carotid to the cavernous sinus. It is unknown how the dissection occurred, but a neurologist was consulted and suggested the vessel be left alone and monitor the patient. The patient thus far, is recovering and stable. No additional information is available.